Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 215mg/dl. Troubleshooting was performed. Reviewed the alarm history and found motor error and failed battery test warnings. The customer mentioned that the buttons were not responding. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.